Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown lcp construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kim, j.w. Et al (2023), the role of an augmentative plating in the management of femoral subtrochanteric nonunion, archives of orthopaedic and trauma surgery xx.xx, pages 1-9 (south korea). This study investigated the clinical outcomes of femoral subtrochanteric nonunion initially treated with an im nail and subsequently managed with minimally invasive augmentative plate fixation. Between october 2007 and august 2021, a total of 19 patients (14 male and 5 female) with a mean age of 57.2 years were included in the study. All patients have a diagnosis of subtrochanteric nonunion, who were initially treated with im nailing and underwent minimally invasive augmentative plating using a narrow locking compression plate (depuy synthes) to treat nonunion with at least 1 year follow-up. In addition to augmentative plating, exchange nailing and bone grafting were performed in cases of hardware damage and/or atrophic nonunion. The following complications were reported as follows: - 1 patient had recalcitrant nonunion that did not heal even after exchange nailing and additional plating, repeated autogenous bone grafting was required after 11 months, and healed uneventfully. - 2 patients had soft tissue irritation over the greater trochanteric area this report is for an unknown synthes lcp construct for (B)(4).